Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - pt-unplanned vitrectomy and pt-sutures. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the dcb00 intraocular lens was fully inserted. There was capsule tear, incision was enlarged, vitrectomy done and sutures were placed. The dcb00 lens was removed and replaced with other competitor lens. Patient was recovered. The dcb00 lens was discarded and not being returned. No other information is available.